Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Customer reported that during an upper gastrointestinal surgery, an 8mm instrument was used with a universal seal, then switched to a 5mm instrument, which caused an air leak. Both universal seals from the same lot leaked. The seals are designed for 5¿12mm instruments, and the inquiry concerns the cause of the leak. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted upper gastrointestinal surgical procedure, an air leak occurred when 5mm instrument was attached to a universal seal. The customer mentioned that an 8mm instrument was initially attached to the universal seal, and a 5mm instrument was attached after the procedure was converted to laparoscopic surgery. The issue occurred on both universal seals from the same lot. The customer was questioning the cause of the leak occurrence because the universal seal should be compatible with 5-12mm instruments. Isi followed up with the nurse and obtained the following additional information: the issue occurred on both universal seals during the same procedure on august 13, 2025. As the cannula seal size changed from 5-8mm to 5-12mm, gas leaked into the trocar when a 5mm instrument was inserted. This did not occur with the previous 5-8mm seal. It was a slow leak. The issue caused difficulty when maintaining abdominal pressure, which made it hard to secure visibility. When there was bleeding, and a suction-bovie instrument was used, the gas leaks from both sides caused a rapid drop in abdominal pressure and interrupted the surgery. The issue was resolved by using 5-8 mm cannula seal. The procedure was completed laparoscopically. There were no patient injuries. The cannula seals will not be returned.